Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Cylinder had a hole in the outer tubing that was caused by a sharp instrument during explant. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders were explanted because the patient was not satisfied with the size after the implant procedure. A new longer device was implanted. Boston scientific has been unable to obtain additional information regarding the circumstances. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders were explanted because the patient was not satisfied with the size after the implant procedure. A new longer device was implanted. Boston scientific has been unable to obtain additional information regarding the circumstances. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.